Event description:
It was reported that during a coronary stent procedure, the physician was unable to advance the stent to the lesion. While attempting to pull back the delivery system into the guiding catheter, the stent dislodged. Entire system removal, including guiding catheter, is recommended in the instructions for use. The stent was retrieved with a snare. The pt status is listed as "okay".